Event description:
Caller reported an issue with incorrect time settings on the pump, which did not adversely impact their blood glucose level. Technical support assisted the caller in updating the pump time and advised them to monitor for any future discrepancies. Caller understood and acknowledged the guidance provided.